Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has investigated this complaint. The customer reported that the system is not starting. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue.